Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see MFR. Report number 3004209178-2014-82295.

Event description:
The patient stated that he was in an automobile accident while driving. The patient was wearing a sensor, and the reading was 118 mg/dl, but the blood glucose reading was 59 mg/dl. The patient felt that he did not receive proper training on the sensor, and had not been calibrating properly. The patient has been seeing his trainer, and has received more tips on how to use the sensor properly. Nothing further was reported.